Event description:
A report was received that the patient's ipg was not working. The patient underwent a revision procedure wherein the ipg was replaced.

Manufacturer narrative:
Additional information was received that the patient's ipg would not take a charge. No device malfunction was suspected. The patient was doing well post operatively. The explanted device will not be returned to bsn.

Event description:
A report was received that the patient's ipg was not working. The patient underwent a revision procedure wherein the ipg was replaced.